Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was in hospital for 8 days due to high blood glucose of 1110 mg/dl. Customer stated that bent cannula leads to high blood glucose which causes hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.